Manufacturer narrative:
A visual examination of the returned device found no visible issues. Environmental stress testing, under conditions of high and low temperature, high and low margin (supply) voltage, and short-circuit shutdown, was performed. The generator did not exhibit any malfunction which could account for the event. Furthermore, the device passed all performance criteria of its final test procedure. The condition of the returned incident device showed no evidence of either the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4)

Event description:
Note: this report pertains to one of six complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02063, 3005099803-2010-02064, 3005099803-2010-02065, 3005099803-2010-02066 and 3005099803-2010-02067 for the other associated device information. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator, leveen needle electrode and four polyhesive patient return electrodes were used during a rfa (radiofrequency ablation) procedure performed on (B) (6) 2010. According to the complainant, the rf3000 machine is causing interference with the ECG machine. In addition, a 1cm blister was sustained on the right upper inner leg area of the patient. A cool compress was applied to the burn followed by an additional dressing. The patient is having regular visits from the district nurse to redress the blister. The procedure was completed with subject rf 3000 radiofrequency generator, leveen needle electrode and four polyhesive patient return electrodes.

Event description:
Note: this report pertains to one of six complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02063, 3005099803-2010-02064, 3005099803-2010-02065, 3005099803-2010-02066 and 3005099803-2010-02067 for the other associated device information. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator, leveen needle electrode and four polyhesive patient return electrodes were used during a rfa (radiofrequency ablation) procedure performed on (B) (6) 2010. According to the complainant, the rf3000 machine is causing interference with the ECG machine. In addition, a 1cm blister was sustained on the right upper inner leg area of the patient. A cool compress was applied to the burn followed by an additional dressing. The patient is having regular visits from the district nurse to redress the blister. The procedure was completed with subject rf 3000 radiofrequency generator, leveen needle electrode and four polyhesive patient return electrodes.

Event description:
Note: this report pertains to one of six complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02063, 3005099803-2010-02064, 3005099803-2010-02065, 3005099803-2010-02066 and 3005099803-2010-02067 for the other associated device information. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator, leveen needle electrode and four polyhesive patient return electrodes were used during a rfa (radiofrequency ablation) procedure performed on (B)(6) 2010. According to the complainant, the rf3000 machine is causing interference with the ECG machine. In addition, a 1cm blister was sustained on the right upper inner leg area of the patient. A cool compress was applied to the burn followed by an additional dressing. The patient is having regular visits from the district nurse to redress the blister. The procedure was completed with subject rf 3000 radiofrequency generator, leveen needle electrode and four polyhesive patient return electrodes.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)

Manufacturer narrative:
Patient identifier and weight are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.